Event description:
(B)(6) complaint handling unit reported a broken nail. The patient had a history of diabetes and the high-blood pressure. Full weight bearing started from the (B)(6) 2008. On the (B)(6) 2008, the doctor used a (B)(4) proximal femoral nail antirotation system standard nail, for the trochanteric fracture. It was a difficult situation for the reduction, but the operation was successful. After this operation, the doctor was transferred to another hospital and new doctors were in charge of this patient. The patient felt the pain increase and she visited the hospital. In (B)(6) 2009, the doctor saw on an x-ray that the proximal blade hole, bridge part, and also the distal screw hole was broken. However, the doctor found that the distal screw hole of the nail was already broken in (B)(6) 2009 from the past x-ray film. The doctor noticed the breakage later by x-ray. The x-ray picture dated the (B)(6) 2009, showed a crack on the wall of the nail distal screw hole. On the (B)(6) 2009, all components were removed. After this, the doctor determined the non-union, so he implanted another nail system to the femur of the patient.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.